Event description:
A nurse reported that a blue tint was noted on the lens implanted into a patient's eye. This was noted after the surgery by the surgeon. Per the reported, it is unknown if the blue tint on the implant was from a fiber or if it was a tint from the implant. Additional event details were requested for this case, however, no additional information was received form the reported during follow up. The reporter indicated that this incident occurred sometime ago and this is all the information that it is available at this time. There is no product sample available for this report as per the reporter.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The custom pak lot specific to this event is nt known; therefore, lot history and device history review is not possible. The root cause of the customer's complaint is not known; a sample was not returned for investigation. (B)(4).